Event description:
It was reported that allegedly for first device fourth bottom left segment, for second device fourth top right and bottom left segments, for third device almost all second segment and fourth bottom left segment and for fourth device second segment both left side and fourth top right segment was dim, and therefore, will be replaced. There was no reported patient involvement.

Manufacturer narrative:
Additional information: h3 (reason device not evaluated), h3 (reason device not eval) h3: only display boards were provided for the investigation.

Manufacturer narrative:
Investigation conclusion: the reported issue of dim segments was confirmed on 4 out of 4 returned display boards. The returned display board assemblies were tested using a lvp mockup test fixture (eq111581) attached to a cad pcu. The returned boards were tested by running basic infusions at 888 ml/h and 88.8 ml/h to determine dim or missing segments. All returned boards exhibited dim segments. Device inspection: the customer returned 4 lvp display board assemblies (p/n tc10004754). Visual inspection of each board was performed and no damage, corrosion, or cold solder was observed. Root cause analysis: manufacturing issue. Device history review: device history record (DHR) reviews are not required for field action complaints because the root cause of the issue is known, the investigation is documented within a CAPA, and a field action has been initiated.

Event description:
It was reported that allegedly for first device fourth bottom left segment, for second device fourth top right and bottom left segments, for third device almost all second segment and fourth bottom left segment and for fourth device second segment both left side and fourth top right segment was dim, and therefore, will be replaced. There was no reported patient involvement.

Manufacturer narrative:
Correction: e.3;g.2.

Event description:
It was reported that allegedly for first device fourth bottom left segment, for second device fourth top right and bottom left segments, for third device almost all second segment and fourth bottom left segment and for fourth device second segment both left side and fourth top right segment was dim, and therefore, will be replaced. There was no reported patient involvement.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that allegedly for first device fourth bottom left segment, for second device fourth top right and bottom left segments, for third device almost all second segment and fourth bottom left segment and for fourth device second segment both left side and fourth top right segment was dim, and therefore, will be replaced. There was no reported patient involvement.